Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference attached files pic_anp1900050657 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon trigger engagement, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device or close. Another attempt was made and this time the clip was able to properly load and close. The third clip was also able to properly load and close. However, the next two clips were unable to properly load into the jaws or close. The sixth and final clip was able to function properly. The sample was received with 6 clips remaining indicating that 9 clips were fired by the end user. Three of the six clips were unable to properly load and close. The sample was disassembled to look at the internal components. Upon disassembly, no damages were found to any internal components. It could not be other remarks: determined what caused some of the clips to be unable to work properly. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "failure to function" was confirmed based upon the sample received. One device was returned. It was found that the sample was returned with the ratchet ears broken. The device was returned with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Three of the remaining clips were unable to properly load into the jaws of the applier. However, the other three remaining clips were able to properly load and close. The returned sample was disassembled to inspect the internal components. Upon disassembly, no damages were found to any internal components. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The clips started spitting out. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73j1600129 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clips started spitting out. The patient's condition was reported as fine.